Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer used the cartridge too long with the mobi pump resulting in a blocked cartridge. Tandem technical support educated the caller on the importance of changing cartridges every 72 hours. The customer changed the cartridge and resumed insulin therapy.